Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Device history records were reviewed and found conforming. A product history search revealed no add'l complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. A product history search found no other complaints for the part and lot number combination. No devices or photos were received; therefore the condition of the components is unknown. The device is used for treatment. Revision operative notes confirmed that the patient underwent a revision surgery on (B)(6) 2013. A review of the revision operative notes found that there were no signs of femoral or tibial loosening, and that there was a large amount of scar tissue removed off of the undersurface of the patellar tendon. The articular surface that was implanted into the patient was a 17mm articular surface which is a significant increase from the 14mm articular surface used in the primary surgery. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information.